Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2011, the subject presented due to central chest heaviness and was referred for cardiac catheterization. The de novo target lesion was located in the proximal right coronary artery (prox rca) with 80% stenosis and was 10mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with direct placement of a 3.50x12mm taxus element stent, with 25% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was referred for shortness of breath, presyncope, orthostatic collapse, cardiac chest tightness and was hospitalized on the same day. The chest pain was sudden in onset sharp intermittent left shoulder pain radiating up to the neck. The patient was referred for cardiac catheterization. In (B)(6) 2013, 70% restenosis of the previously placed study stent was noted in the prox rca, which was treated with balloon angioplasty and placement of a 3.5x28mm promus element stent, with 0% residual stenosis. The events were considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (b)(6. ) device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).